Event description:
Two pcis were used during a laparoscopic cholecystectomy. The device leaked when inflated. This happened with two devices. There was no consequence to the pt.two pcis were used during a laparoscopic cholecystecomy. The device leaked when inflated. This happened with two devices. There was no consequence to the pt.

Manufacturer narrative:
Device-b: date sent: 10/21/1998. D5; h4: info not available. H6: did not inflate due to blockage in the tubing. Endopath percutaneous catheter introducer: based upon the inquiry info rec'd and the visual examination, it was concluded that catheter a was returned with fluid in the syringe that was attached to the catheter. Catheter b was returned with some type of blockage within the tubing. Catheter a could not be tested due to the fluid in the syringe. Catheter b was tested and did hold air, but did not inflate due to the blockage in the tubing. No conclusion could be reached as to how the balloon had become torn.